Event description:
Reportedly the patient developed "serious complications including severe pain, the need to have a follow up surgery, as well as mental anguish."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: the patient was preoperatively diagnosed with spondylolisthesis, l4-5. Spondylolisthesis, l3-4. Severe foraminal stenosis, l4-5. Right lumbar radicular syndrome and underwent the following procedures: fusion, l3-4. Fusion, l4-5. Laminectomy, l4. Subtotal laminectomy, l5. Subtotal laminectomy, l3. Instrumentation with a 5.5 mm x 40 mm screws, l3, l4 and l5 with crosslink. Right iliac crest bone grafting through a subfascial incision. Application of rhbmp-2/acs with the compressor resistant graft matrix for posterolateral fusion. Application of local autograft for posterolateral fusion. As per the op notes:¿ I did find a starting point for the l5 pedicle screw. I burred down the transverse process of l3, l4, and l5, as well as the lateral para of 3, 4, and 5. The lateral facet joint at 3-4 and 4-5 were also burred down. Next, I freshened up the transverse processes of l3, l4 and l5 with a bur and then burred down the facet joint at 3-4 bilaterally and 4-5 on the left, and had good dense cancellous bleeding bone from l3, l4, and l5. Next, the rhbmp-2/acs with compression resistance graft matrix was placed in the posterolateral gutters under direct visualization, touching the transverse processes of l3, l4, and l5, as well as the para of l4 and l3. The autograft was placed in the facet joints at 3-4 and 4-5, as well as rhbmp-2/acs where they were patent. Next, the bone from the decompression was ground up and placed in the posterolateral gutters lateral to the rhbmp-2/acs.¿ the patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2008: the patient was preoperatively diagnosed with: post-laminectomy syndrome. L5-s1 degenerative disk disease. L5-s1 spinal stenosis; and underwent the following procedures: fusion l5-s1. Exploration and fusion 3-4 and 4-5 with note of solid arthrodesis. Removal of pedicle screw instrumentation l3-l4 and l5. Re-instrumentation l5-s1 with pedicle screws peek system. Revision laminectomy l4. Laminectomy subtotal l5. Laminectomy subtotal s1 on previously decompressed segment. Left iliac crest bone grafting through a separate fascial incision. Application of local autograft for posterolateral fusion. Application of rhbmp-2/acs with compressive-resistant graft matrix for posterolateral fusion in which rhbmp-2/acs was used. As per the op notes,¿ rhbmp-2/acs with compressive resistive graft matrix was placed in the posterolateral gutters touching the sacral ala and the lateral fusion mass at 4-5 bilaterally. The cancellous bone from the iliac crest was placed underneath the rods and in the facet joints at l5-s1 graft mixed with local bone from the decompression iliac crest aspirate was placed in the posterolateral gutters over the rhbmp-2/acs and over the laminal and fusion mass of 4-5 and 5-1.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.